Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The patient effect of heart failure appears to be related to patient conditions. Heart failure is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedure. In additions, the reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Age or date of birth: mean age 78+/- 10 years. Sex: majority male. Date of event,implant date: estimated dates. The UDI number is not known as the part and lot number were not provided. The deaths and device issue referenced in the article are submitted under separate medwatch MFR numbers. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the heart failure and hospitalization. It was reported through a research article identifying mitraclip that may be related to heart failure, hospitalization, and treatment with vasopressors. Specific patient information is documented as unknown. Details are listed in the attached article: real-time left ventricular pressure-volume loops during percutaneous mitral valve repair with the mitraclip system. No additional information was provided.